Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -18.0/4.5/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2018. On (B)(6) 2019, the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Corrected data: common device name should be corrected to phakic toric intraocular lens in original MDR. Claim#: (B)(4).